Event description:
It was reported that the atrial lead polarity had switched from bipolar to unipolar due to high impedance. It was also reported that the there was apparent atrial undersensing. The atrial lead remains in use and the physician wants to monitor for now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2002 (B)(6). (B)(4).